Event description:
It was reported that the patient received multiple inappropriate therapies due to oversensing on the right ventricular lead. The device was deactivated until the lead could be revised. A revision procedure was planned to add a new pace/sense lead and keep the high voltage portion of the lead in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted there was oversensing. There were forty five ventricular nonsustained episodes (nst) is less than or equal to 210 millisecond (ms) between (B)(6) 2012 06:56:32 and (B)(6) 2012 10:48:44. There were nineteen ventricular fibrillation (vf) episodes less than or equal to 200 ms average v-cycle between (B)(4) 2012 02:20:45 and (B)(4) 2012 05:45:34. It was noted there was interference/noise. The ventricular short interval count was 492 counts average per day, in 2.42 days, between (B)(4) 2012 02:04:44 and (B)(4) 2012 11:10:32.